Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a metal shard coming away from the phaco tip during cataract surgery. During quadrant removal an approximately 0.5mm x 0.25mm shard of metal broke free from the phaco tip and embedded in iris. Physician attempted to remove the shard but was unable using pure aspiration from the phaco tip. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
One opened phaco tip in a wrench, in a bag with a reply card was received for the report. The phaco tip was visually inspected and found to be conforming, no broken or cracked conditions were observed. There was wear on threads, back of flange and nut corners consistent with threading on a handpiece. A functional flow check was performed and was found to be conforming, there was no metal particles extracted from the tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of the metal shard came from tip and metal foreign material. The returned samples were found to be visually and functionally conforming, therefore reported complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).